Event description:
Doctor using gomco for circumcision. It became loose and slipped off the penis without being unscrewed. Circumcision bled so sutures placed for hemostasis. Dressing applied. Bleeding stopped. Circumcision healing at discharge.